Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display lens and a leak was found on the display lens during a leak test. The pump powered up with the appropriate audible and vibratory features. All the buttons functioned properly. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture behind the display and there no damage to the pump was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.